Event description:
The customer reported that the device stopped pacing on its own while in use on a patient. A patient was being transcutaneously paced for bradycardia at the time of the event. The users switched to a different defibrillator to continue pacing therapy. There was no negative patient impact.